Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the v-go 40 client. She has type 2 diabetes and uses novolog insulin. The client is reporting adhesive on the v-go device loosens prior to wearing the device for 24 hours. Client wears the device on her upper back arm, rotating area, and arms. She uses a mirror to help place the device correctly. She has 3 v- go devices from the same box that the adhesive tape loosens on the edges/corners, curls up <24 hours of placement. She cleans the skin, wipes with alcohol, dries and applies the device. She secures, presses adhesive around the device. She has tried the cavilon wipes and did not think they were helpful. She lives in florida and thinks it is worse when she is active, sweating, and hot weather. When showering she keeps her arm out of the stream of water. She denies bumping the device. She wears a cgm on her abdomen and does not have adhesive issues. She does not want to place the v-go on her abdomen. When the adhesive loosens, she has experienced changes in her blood sugar readings and is alerted by her cgm. She has had readings over 250. When over 250 she has additional instructions from her healthcare professional (hcp). When the adhesive loosens, she typically sees her blood sugars rise. On this day her blood sugar reading was high >200 but not over 250. No follow up medical treatment was needed. Client shared she has had previous issues with the adhesive not sticking and device not staying secure. It is possible when placing the device, the client may be touching the adhesive area causing the device to not be as secure. It is possible the device contributed. A blood sugar reading of 200-250 is elevated, high but not serious.

Event description:
The patient reported having issues with their v-go 40 sticking. The patient stated that the glue (adhesive) is not sticking correctly on her arm no matter how she cleans it. The patient compared the adhesive to a band-aid and stated she does not have any issues with her continuous glucose monitor (cgm) adhering. It was reported that no devices are available for return to the manufacturer for evaluation.